Event description:
The covidien customer support engineer (cse) reported that an 840 ventilator had an erratic screen. The cse inspected the device and reconnected the gui cables. The unit passed extended self-testing.